Manufacturer narrative:
(B)(4). (B)(4) used as there is no code to indicate that a conclusion could not be reached as an investigation could not be performed.

Event description:
Dexcom was made aware on (B)(4) 2018, that the patient experienced missed alerts from their continuous glcuose monitor (cgm). No product or data is available for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional event or patient information was provided.